Event description:
It was reported that the atrial lead had high thresholds and was replaced. The right ventricular (rv) lead had an apparent fracture and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2004; explanted: (B)(6) 2013. Product ID: d314drg implanttable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; explanted: (B)(6) 2013. Product ID: 2490g remote monitor. (B)(4).